Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, post paced t-wave oversensing on ventricular channel was observed. Programming changes were made. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that there was another instance of post paced t wave oversensing. Programming changes were made to device.